Manufacturer narrative:
Device technical analysis: the referenced versacross rf wire has returned for analysis. Visual inspection confirmed that the insulation was damaged (bunching of ptfe at proximal end) and also revealed that the rf wire was kinked distal end. During wire insertion test, it was noted that was difficult to advance the wire through testing dilator. Finally, outer diameter body specifications has and proximal outer diameter (od) specification passed, however the od of the bunching was out of specification. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of difficult/unable to advance was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information, the cause of the reported coating issue cannot be determined with certainty; therefore the conclusion code 'cause linked to device but unable to trace more specifically' was selected. There is no evidence that manufacturing is contributing to this complaint. The IFU captures relevant information related to examining device prior to use, and insertion through a metal cannula.

Event description:
It was reported that versacross access solution was selected for a left atrium appendage (laa) leak repair prior to a laa performed. After rf wire was inserted, the dilator was attempted to be inserted over the wire, however the outer layer of the wire sheard from the inner core. The rf wire was replaced. The procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that versacross access solution was selected for a left atrium appendage (laa) leak repair prior to a laa performed. After rf wire was inserted, the dilator was attempted to be inserted over the wire, however the outer layer of the wire sheard from the inner core. The rf wire was replaced. The procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.